Event description:
The customer reported a communication failed error message displayed during boot-up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found that the sbc board was bad. He replaced the sbc with kit and verified operation. The system operates as intended.